Manufacturer narrative:
The instrument's maintenance was performed within specifications. A general reagent problem can be excluded because calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
Sections a2, a3a and b7 were updated. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with triglycerides (trigl) assay on a cobas c503 analytical unit. Initial result: 721 mg/dl. The customer noticed that the initial result was high. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 199 mg/dl. The repeat result was deemed to be correct and reported outside the laboratory.

Manufacturer narrative:
The cobas c503 analytical unit serial number was (B)(6). The calibration and qc data were provided and they were acceptable. The alarm trace was provided from (B)(6) 2025 to (B)(6) 2025 and it did not show any abnormality. The investigation is ongoing.